Event description:
It was reported the power seal had seal and cutting error. The procedure name and type was unknown. The issue was found during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.